Event description:
Medical records were received and reviewed. The patient status post trauma with head injury was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was successfully deployed. Hemostasis was achieved at the conclusion of the procedure. Approximately three weeks post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and multiple devices were used in an attempt to retrieve the filter, but were unsuccessful. There were no immediate complications noted. A CT scan of the abdomen was performed which demonstrated the filter to be tilted with the hook embedded in the caval wall. The following day, the patient was scheduled for another filter retrieval procedure. The internal jugular vein and right common femoral vein were accessed and multiple unsuccessful attempts were made to retrieve the filter. Hemostasis was achieved at the conclusion of the procedure. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs and embedded in the wall of inferior vena cava (ivc). The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three weeks post filter deployment, computed tomography (CT) revealed the filter was just above the common iliac vein confluence. The filter was canted with hook towards the patient's anterior and left lateral side. Three tines were extravascular. Filter retrieval was scheduled on the same day. Through the right internal jugular vein, three different snares were advanced in an attempt to retrieve the filter. An angioplasty balloon and guidewire were used in an attempt to reposition the filter. The filter was unable to be retrieved. One day post unsuccessful filter retrieval, the patient was scheduled for another filter retrieval procedure. Multiple unsuccessful attempts were made to retrieve the filter. The right common femoral vein was accessed, and an angioplasty balloon was used in an attempt to free the retrieval hook but was unsuccessful. Several attempts were also made with biopsy forceps which was also unsuccessful. The procedure was eventually terminated as that the filter was markedly tilted and retrieval hook was embedded within the vena cava wall. Therefore, the investigation is confirmed for the perforation of the ivc, filter tilt and retrieval difficulties.per medical records, multiple attempts were made to engage the hook of the filter using snare but were unsuccessful due to filter tilt and embedment within the vena cava wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition h10: b5,b6,b7,g4 h11: h6(patient),h6(device),h6(method),h6(conclusion) h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three weeks post filter deployment, computed tomography (CT) revealed the filter was just above the common iliac vein confluence. The filter was canted with hook towards the patient's anterior and left lateral side. Three tines were extravascular. Filter retrieval was scheduled on the same day. Through the right internal jugular vein, three different snares were advanced in an attempt to retrieve the filter. An angioplasty balloon and guidewire were used in an attempt to reposition the filter. The filter was unable to be retrieved. One day post unsuccessful filter retrieval, the patient was scheduled for another filter retrieval procedure. Multiple unsuccessful attempts were made to retrieve the filter. The right common femoral vein was accessed, and an angioplasty balloon was used in an attempt to free the retrieval hook but was unsuccessful. Several attempts were also made with biopsy forceps which was also unsuccessful. The procedure was eventually terminated as that the filter was markedly tilted and retrieval hook was embedded within the vena cava wall. Therefore, the investigation is confirmed for the perforation of the inferior vena cava, filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the hook of the filter using snare but were unsuccessful due to filter tilt and embedment within the vena cava wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. H10: g3, h6(conclusion). H11: h6(method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, a computed tomography scan of the abdomen demonstrated that the filter tilted and struts perforated into the organs and embedded in the wall of inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post trauma with head injury was scheduled for vena cava filter placement. The right common femoral vein was accessed and a catheter was advanced to the inferior vena cava. An inferior venacavogram was performed which identified the renal veins. A retrievable infrarenal vena cava filter was deployed. The sheath was removed and hemostasis was obtained. Approximately three weeks post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and a sheath was advanced into the inferior vena cava. An inferior venacavogram was performed which demonstrated no evidence of thrombus. Three different snares were advanced in an attempt to retrieve the filter. An angioplasty balloon and guidewire were used in an attempt to reposition the filter. The filter was unable to be retrieved. The sheath was removed and hemostasis was achieved. No immediate complications were noted. Following the unsuccessful filter retrieval procedure, a CT scan of the abdomen demonstrated the filter to be tilted with the retrieval hook embedded into the caval wall. One day post unsuccessful filter retrieval, the patient was scheduled for another filter retrieval procedure. The internal jugular vein was accessed and an inferior venacavogram was performed which demonstrated no evidence of thrombus. Multiple unsuccessful attempts were made to retrieve the filter. The right common femoral vein was accessed and an angioplasty balloon was used in an attempt to free the retrieval hook, but was unsuccessful. Several attempts were also made with biopsy forceps which was also unsuccessful. The procedure was concluded. The jugular and femoral sheaths were removed and hemostasis was achieved. No immediate complications were encountered. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for reviewed. Medical records were provided and reviewed. Approximately three weeks post filter deployment, three different snares were advanced in an attempt to retrieve the filter. An angioplasty balloon and guidewire were used in an attempt to reposition the filter. The filter was unable to be retrieved. Following the unsuccessful filter retrieval procedure, a CT scan of the abdomen demonstrated the filter to be tilted with the retrieval hook embedded into the caval wall. One day post unsuccessful filter retrieval, multiple unsuccessful attempts were made to retrieve the filter. Based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. Per the provided medical records, the filter was tilted at the time of removal. The filter was likely difficult to remove due to the angulation of the filter. However, it is unknown how the filter became tilted. Labeling review:the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient status post trauma with head injury was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was successfully deployed. Hemostasis was achieved at the conclusion of the procedure. Approximately three weeks post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and multiple devices were used in an attempt to retrieve the filter, but were unsuccessful. There were no immediate complications noted. A CT scan of the abdomen was performed which demonstrated the filter to be tilted with the hook embedded in the caval wall. The following day, the patient was scheduled for another filter retrieval procedure. The internal jugular vein and right common femoral vein were accessed and multiple unsuccessful attempts were made to retrieve the filter. Hemostasis was achieved at the conclusion of the procedure. No additional information was provided in the medical records received.